Event description:
Patient reported a right-side rupture. Additionally, healthcare professional reported "creases." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the weight the device within specification, deformation and crease fold. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: no were observed openings on the device. Creases are observed but have not relationship with manufacturing.

Event description:
Additionally, healthcare professional reported "crease/folding of implant." Device has been explanted.

Manufacturer narrative:
Information contained in this record was previously submitted thru [psr]. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Reason for reoperation is a rupture.

Event description:
Patient reported a right-side rupture. Device remains implanted.

Event description:
Device has been explanted.